Manufacturer narrative:
Concomitant medical products: 1688t lead implanted: (B)(6) 2008.

Event description:
The patient reported that on two occasions, the cardiac resynchronization therapy defibrillator (crt-d) was pacing at approximately double the lower rate and they had to go to the ER. They further stated that the device was adjusted to a variable rate because their heart "was not getting up to a comfortable rate". The patient said it could not be determined why this had happened and then went on to say it had been diagnosed as pacemaker-mediated tachycardia. The following physician confirmed this to be undersensing of atrial fibrillation (af). The crt-d was programmed to ventricle-only pacing with no problems noted since. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.